Manufacturer narrative:
The technician isolated the issue to the bed exit tape switches, which were only functioning intermittently. He replaced the bed exit tape switches to repair the bed.

Event description:
Information received indicates the bed exit is not alarming.